Manufacturer narrative:
H6: investigation summary one photo and one sample without packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for foreign matter. Multiple strands of white loose thread-like foreign matter were observed on the catheter tubing. The white loose thread-like foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis. Th results indicate that the spectrum matches reasonably with that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton, and other similar materials are also composed of cellulose. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the cellulose foreign matter type, an extensive investigation was conducted on the potential foreign matter sources. The key components, the catheter tubing and needle cover, nearer to the foreign matter were investigated. The catheter tubing was manufactured in a different facility and upon review of the manufacturing process of the catheter tubing, no abnormalities were found. The needle cover was manufactured inhouse at the tuas plant, and upon review, the molding process is automated with minimal human intervention. Therefore, the foreign matter is unlikely to occur due to the materials. The manufacturing process was reviewed to identify the section of the process that comes into contact with the whole catheter tubing, as the foreign matter was observed to be covering throughout the catheter tubing. After simulation, the foreign matter pattern was not able to be replicated by this process. The personal protective equipment used in the production area were analyzed and based on ftir analysis, do not match with the cellulose foreign matter. Based on hospital settings, cotton is most likely the foreign matter source. A simulation was conducted where an actual final, sterile product was rested on a cotton pad or rubbed on a cotton ball. Loose cotton fibers covered the first half of the catheter nearer to the tip, similarly to the foreign matter appearance. With no cellulose-based material found on the components, or used in the machines and man/environment, the actual foreign matter source could not be identified.

Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter. The following information was provided by the initial reporter: foreign material in angio cath 22g.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter. The following information was provided by the initial reporter: foreign material in angio cath 22g.